Event description:
Information received from medtronic internal facility via service and repair regarding an event happened during servicing of the reported product. It was reported that, the instrument had poor fixation, it cannot be fixed on. There was no patient involved during this event. No further complications reported.

Manufacturer narrative:
H3: product analysis of part # 9561524 ; lot # my19d001 wear of the flex nut and flex ring were confirmed during the inspection. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.